Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record could not be conducted as the lot number could not be obtained. The subject device was not returned and customer did not provide the lot number. Based on the reported information provided, it was confirmed that the coating part at the tip of the guide wire was peeled off. Since the coating surface was noted to be scraped and worn, it is possible that it was damaged by contact with other equipment. No other defects were found on the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure part of the tip coating of the device peeled off and fell into the renal pelvis of the patient. The pieces that fell off were able to be retrieved using forceps. The intended procedure was completed with no patient harm or injury reported. There was no user injury reported.